Manufacturer narrative:
The returned device presented with the stent partially deployed by about 14.5cm. The delivery system was kinked at approximately 26cm proximal to the distal tip. This damage probably occurred during the attempts to deploy the stent. When the deployment suture was pulled, the stent was deployed without issue. No problems or anomalies were noted with the stent's profile. The condition of the returned device was consistent with the reported event issue of a bent delivery system; however, the stent was returned partially deployed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010.according to the complainant, the patient's anatomy was pre-dilated to 12mm with a balloon. As the stent was being advanced to the target site, the physician felt some resistance, and the delivery system became slightly bent. Once at the proper location, the physician attempted to pull on the deployment suture; however, the stent would not deploy. The physician removed the device and used another ultraflex to successfully complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed a reportable event based on the investigation results- the stent was returned partially deployed.